Manufacturer narrative:
The meter involved in this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. The meter was found to have data corruption, therefore the complaint was confirmed. A secondary problem was also identified, the lcd was found to be scratched. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4) alleging an ER 1 message with the subject device. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.